Manufacturer narrative:
Due to character restrictions in event site name: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) does not charge batteries.

Manufacturer narrative:
A getinge field service engineer spoke with the customer via phone. The fse instructed the customer how to correctly position the trolley inside of the unit. The issue was resolved. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: evaluation not requested by complainant.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) does not charge batteries. There was no patient involvement.